Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited oversensing but did not result in pacing inhibition and high, out of range pacing lead impedance measurement greater than 2,000 ohms. Additional information was received indicating that the observation of oversensing and out of range pacing impedance were determined via the programmer. The lead was not tested on pacing system analyzer (psa) and no lead and header connection issue observed. The rv lead was surgically abandoned while the competitor's device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.